Event description:
It was reported that the patient experienced ineffective therapy and pain at the incision sites. As such, surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.